Event description:
Patient reporting issue with pump. They stated at 4 am in the morning pump was beeping with alarm no disposable. Clamp tubing. They had tried the cassette on their back up pump with the same error. Patient had another cassette available and once replaced cassette pump started working. No adverse patient effects were reported.